Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant procedure, dislodgement was observed on the left ventricular (lv) lead. The issue was resolved by explanting and replacing the lv lead. The patient experienced no adverse health consequences.